Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the "3rd wire dropped." Follow-up with the physician's office clarified that the right ventricular lead had high threshold about 5 days after the implant procedure. The lead was monitored for a week, but the threshold had increased further, so the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.